Manufacturer narrative:
Date of submission (B)(4) 2017. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed evidence of motor error (cs064) and a motor rewind error (cs078) recorded on the date of the complaint. On investigation, the pump powered on with the returned battery cap secured tightly to the pump. On power up, the pump demonstrated functioning audio tone and vibration; however, the display screen remained blank. Due to the blank display, no further investigation of the alleged call service alarm issue could be done; the pump was received in a condition that made investigation of the alleged issue impossible. Unrelated to the original complaint, the battery compartment was noted to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.